Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified cephalic vein. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was selected for the vascular access interventional therapy case. However, during the first inflation at 20 atmospheres for 10 seconds duration time, the balloon ruptured. The device was able to be removed using the normal method without any issues. Another athletis balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
D2b: product code- lit, dqy. E1: initial reporter phone corrected and initial reporter email removed. Device evaluated by manufacturer: an athletis device batch #29625407, 40 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a longitudinal tear in the distal region of the balloon approximately 6mm in length. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified cephalic vein. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was selected for the vascular access interventional therapy case. However, during the first inflation at 20 atmospheres for 10 seconds duration time, the balloon ruptured. The device was able to be removed using the normal method without any issues. Another athletis balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Product code- lit, dqy.